Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implantation, the cartridge broke at the implantation stage and consequently led to damage of the implanted lens. The lens was later removed in a secondary procedure. There was no further impact to the patient. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in section d.10. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.